Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze pad. The customer reported receiving 11 raytec sponges in the pack.

Manufacturer narrative:
Submit date: 10/04/2016. The device history record (DHR) for lot 16d183762 indicates that there were no defects found in 80 samples per machine inspected from the lot. There were no samples submitted with this complaint therefore the reported condition could not be confirmed. The possible root cause may be the scale challenge for weight count was not set up correctly on autobanders, added variables such as material variances could have contributed to a weight failure for the scale on the autobanders. Product originates from (B)(4) and then goes to another source to be used, it is also possible that sponges could have been lost during the outside process. Prior to a lot's release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Counts are performed as part of the inspection criteria for in process. This evaluation is performed at a tightened sample size for miscounts. A formal corrective and preventative action (CAPA) was initiated to address the miscount complaints for vistec products. During this CAPA, the off line banding equipment was discontinued. A reversal of the autobander trays was adjusted to tighten the bands. The CAPA has been implemented to optimize the autobander process. A rotation of stacked sponges will be removed from the process and validation activities will be performed. This CAPA is currently in progress. This information will be utilized for trending purposes to determine the need for additional corrective actions. The production department will be notified of this incident with a copy of this complaint response. Finished goods testing are currently being performed at a heightened level for products packaged using banded 10 units for miscount. This heightened testing is performed to ensure containment for the reported condition. To date samples have not been received for investigation. If samples are available, please ship to: (B)(4). If additional information is obtained, or the sample is returned, this file will be re-opened for further investigation.